Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that when purewick was put in the right way, it had been considered a blessing. When they were first introduced, many caregivers had not known how to attach it. It was also noted that during a bowel movement it sometimes became backed up and needed to be emptied, as that was where the utis and infections had originated. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. No sample was returned for evaluation. The root cause identified is "patient has fecal incontinence or is menstruating and user is unaware or forgets user condition or the restrictions of use." Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. The labeling is found to be adequate as the instructions for use state: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. A DHR review is not required because the investigation was confirmed as use related. No additional actions can be taken at this time. Correction: a. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the user stated that when purewick was put in the right way, it had been considered a blessing. When they were first introduced, many caregivers had not known how to attach it. It was also noted that during a bowel movement it sometimes became backed up and needed to be emptied, as that was where the utis and infections had originated. It was unknown what medical intervention was provided for urinary tract infection.